Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to the malfunction, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the malfunction code occurred again.